Event description:
It was reported that following an elevate anterior implantation the patient was rehospitalized to "evacuate" an infected hematoma by vaginal approach. The device was not removed. No additional patient complications have been reported in relation to this event.